Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found: read these instructions completely prior to use. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Do not bend delivery needle. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the t1 anchor is detached from the device and that the anchor is deformed. A visual inspection revealed the device was returned with the blue split cannula, t1 anchor detached from device and deformed, t2 anchor attached to device. The device has been triggered advancing t2 forward to the deployment position. The deformation of t1 was likely due to being pulled through the meniscus. A functional evaluation revealed the t2 anchor could be deployed with ease, the device functioned as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the ultra fast fix t1 was broken. All ts were removed from the patient body. The procedure was completed with a smith and nephew back up device. No delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.